Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by a contact that the pump battery was depleting quickly. The customer was unable to upload the pump data to be reviewed by tandem technical support. The reported issue could not be confirmed as the contact could not provide specific parameters or dates regarding the battery depletion. Per pump history, the battery was noted to be depleting at the normal rate at the time of troubleshooting. There was no impact to the customer's blood glucose level.